Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant. The patients anatomical dimensions were: diameter of valsalva rcc: 32.7mm, lcc: 35.0mm, ncc: 34.2mm, effective orifice area: 425.6 cm2, perimeter of annulus: 74mm, ascending aorta diameter: 32.5mm. During the implant procedure, pre-bav was performed with a 20mm non-abbott balloon. When the valve was attempted it only deployed to 50%. The delivery system was removed and a flush was carried out on all ports. A 23mm non-abbott balloon was then used for a second pre-bav. Non-uniform expansion, paravalvular leak, coaxially, etc. Were checked, and there was no problems. After waiting for 4 minutes, it was re-imaged and the valve was seen to be fully expand. There were no problems with the loading procedure and the time of checking, but the central aortic regurgitation (ar) was confirmed by contrast and tee. When 3d echo was used, the rcc leaflet wouldn't close. The ar was confirmed to be due to coaptation failure. Following this assessment, it was touched by pigtail catheter and a post-bav was performed, however it did not improve. Since it was ar of mild - moderate, it was decided to conclude the procedure. Despite the valve only expanded to 80%, leakage could not be confirmed and the postoperative pressure gradient was 5.9 hg. On (B)(6) 2024, imaging CT was taken, the three valve leaflets of rcc were moving normally and the ar also disappeared. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of incomplete coaptation (leaflet/cusp obstruction) and aortic valve regurgitation was reported. A returned device inspection could not be performed as the device was not returned for analysis. During the implant procedure, pre-bav was performed for twice. There was no complication noted during the implant procedure. The final imaging CT was taken, the three valve leaflets of rcc were moving normally and the ar also disappeared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported incomplete coaptation, central regurgitation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2024, a 27mm navitor valve was selected for implant. The patient's anatomical dimensions were: diameter of valsalva rcc: 32.7mm, lcc: 35.0mm, ncc: 34.2mm, effective orifice area: 425.6 cm2, perimeter of annulus: 74mm, ascending aorta diameter: 32.5mm. During the implant procedure, pre-bav was performed with a 20mm non-abbott balloon. When the valve was attempted it only deployed to 50%. The delivery system was removed and a flush was carried out on all ports. A 23mm non-abbott balloon was then used for a second pre-bav. Non-uniform expansion, paravalvular leak, coaxially, etc. Were checked, and there was no problems. After waiting for 4 minutes, it was re-imaged and the valve was seen to be fully expand. There were no problems with the loading procedure and the time of checking, but the central aortic regurgitation (ar) was confirmed by contrast and tee. When 3d echo was used, the rcc leaflet wouldn't close. The ar was confirmed to be due to coaptation failure. Following this assessment, it was touched by pigtail catheter and a post-bav was performed, however it did not improve. Since it was ar of mild - moderate, it was decided to conclude the procedure. Despite the valve only expanded to 80%, leakage could not be confirmed and the postoperative pressure gradient was 5.9 hg. On (B)(6) 2024, imaging CT was taken, the three valve leaflets of rcc were moving normally and the ar also disappeared. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. The patient is stable.